Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual assessment was performed after disinfection. As received, the working channel sleeve did not protrude. However, a functional assessment was performed and maximum working channel sleeve protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction and the large knob in both directions. A functional assessment for passability was performed. A guidewire was frontloaded and backloaded; no resistance was felt when advancing the accessory in either direction. Another size of guidewire was then backloaded through the distal end of the device. Resistance was observed in the breakout mold inside of the handle. The handle was opened and the breakout examined. It is likely that the two halves of the breakout were not properly aligned during the welding process, creating a small ridge that the guidewire was catching on. The reported complaint incident of ¿difficult/unable to advance accessories¿ was confirmed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. White and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct or pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, cannulation was performed by inserting this device along with the guidewire. However, the guidewire came in contact near the handle inside the spyscope ds channel and it did not come out from the scope channel. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.